Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had no label or missing label information (all packaging levels). The following information was provided by the initial reporter: the customer stated the "tube was missing labels."

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had no label or missing label information ( all packaging levels). The following information was provided by the initial reporter: the customer stated the "tube was missing labels."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing label with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.